Event description:
It was reported to philips that the allura xper fd10 system can¿t run the application. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in outside clinical use. Field service engineer (fse) inspected the system onsite and confirmed the system can¿t run to application. Upon functional testing, the fse found the issue with host pc. The philips engineer replaced host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.